Event description:
In december 2023, stryker instruments received a copy of FDA medwatch mw5148300. It was reported that during use in a kyphoplasty procedure at the user facility, the device fractured and a small piece of the device cannula tip remained embedded in the bone. It was reported that the surgeon extended an incision to evaluate and attempt retrieval of the cannula tip. This report will be filed to capture the new information regarding the incision. In 2021 stryker instruments filed original manufacturer report (B)(4) for the originally reported malfunction.